Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor was providing glucose readings in the dexcom app but initially failed to pair and transmit readings to the ilet, which was resolved after guided troubleshooting that involved toggling the cgm configuration from g7 to g6 and back to g7 and restarting the sensor. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the device pairing issue was corrected through configuration reset and re-pairing, indicating a resolved connectivity or setup error without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connectivity issue.